Manufacturer narrative:
Qc prior to the event was within the established ranges. The system was recalibrated and qc after recalibration was also within the established ranges. Bci field service engineer (fse) replaced eic (electrolyte injection cup) valve, sample probe, and quad rings. The fse verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to sixteen (16) erroneously low sodium (na) results generated by synchron lx 20 pro clinical system. Three (3) of the results were reported out of the laboratory. Repeat testing was performed on an alternate instrument when the trend of low results was noticed. The reports were amended. Patient treatment was not initiated or withheld based upon the false results reported.